Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply contacts were cleaned and reseated and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system was not taking pictures (performing fluoroscopy) and had to be rebooted to regain functionality. There is no report of pt injury associated with this event.